Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was damage with no electrode. Customer's blood glucose value was 129 mg/dl at the time of the incident. Customer stated that it didn't remain in the body. The device will not be return for analysis.